Event description:
It was reported patient was revised on left knee due to instability. Doctor removed insert, patella, tibia and femur.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown insert. An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Additional information has been requested, but not made available. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.